Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for a follow-up appointment. Upon interrogation, the patient's right ventricular (rv) lead exhibited high capture thresholds. During the next in-clinic follow-up to execute corrective programming changes, interrogation of the rv lead found that the capture thresholds had further increased. The physician decided to cap and replace the rv lead on (B)(6) 2021. The patient was in unknown condition.